Event description:
I had a synvisc one injection on (B)(6) 2016, a day later I had severe swelling and pain. I couldn't walk so I had to go out on short term disability starting on (B)(6) 2016, for the next three weeks. I had my knee drained and injected with medicine 5 times, still in severe pain. I had emergency surgery on (B)(6) 2016. I started therapy on (B)(6) 2016, I am in my fourth week of therapy and am doing better but can't walk that good. I hope to return to work on (B)(6) 2016. I think the possible severe side effects are not being revealed to potential consumers, so therefore we are not given all the facts before we decide for synvisc one instead of the cortisone we have been using.